Event description:
It was reported that a spectrum pump displayed sys error 322 in the post anaesthesia care unit. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported sys error which was reproduced. Sys error 105 was confirmed and caused by severed motor mount screws. The failed motor assembly and screws were replaced.